Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an out-of-box failure of foam degradation in the bipap avaps c-series device. The customer reportedly stopped using the device with risk to his health. There were no reports of medical intervention. Despite three good-faith effort attempts on (B)(6) 2024, the device has not yet been returned to the manufacturer for evaluation. If any additional information is received at a later date, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an out-of-box failure of foam degradation in the bipap avaps c-series device. The customer reportedly stopped using the device with risk to his health. There were no reports of medical intervention. Despite three good-faith effort attempts on (B)(6) 2024, the device has not yet been returned to the manufacturer for evaluation. If any additional information is received at a later date, a supplemental report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging foam degradation in the bipap avaps c series device and reportedly stopped using the device with risk to his health. There were no reports of medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A follow-up report will be submitted when the manufacturer's investigation is complete.